Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h11. Additional information: d3. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined to be due to a defective / leaking o2 pressure regulator.

Event description:
It was reported to vyaire medical that the bellavista 1000 had technical failure 388, o2 supply failed and no o2 dosing possible. The incident was noted during pretesting calibration, no patient involvement.

Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). H10: the suspect device has not been return for investigation. The o2 gas path test was done according to the manual with all the screenshots done. On the performed o2 gas path test, it is clearly visible that the pressure regulator/limiter is not working anymore and doesn¿t limit the internal pressure to 2.7bar. It seems the problem first occurred in september this year but the vent was already out of the official 2year warranty time. Advised to provide installation report or similar that shows when the vent was installed in the hospital. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.